Event description:
Medtronic received information that during use of an affinity nt oxygenator, it was reported that the blood was not being properly oxygenated with the device. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that the device was not cracked or damaged.

Manufacturer narrative:
Note: analysis of the returned device showed a crack/damage to the device, which was not reported by the customer initially. Device evaluation summary: visual inspection shows some cracks in the gas cap. Unit appears to have been used. Pressure integrity testing shows no internal or external leaks when run at 3 lpm with 23 psi, (1189 mmhg) of back pressure for 10 minutes. Based on test results from the blood lab of other returned devices with similar damage/cracks this is a representative failure mechanism of poor gas transfer. Reason for return was confirmed with the evidence of a broken gas cap. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.